Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed, evaluation had serviced the device for the same/similar allegation. Evaluation determined the cause to be failing ultrasonic sensor. The ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported constant false air in line detect error, which was not reproduced during evaluation. A review of the event history log identified constant false air in line detect error as air in line messages. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant false air in line detect. There was no known patient injury, or medical intervention associated with this event. No additional information is available.